Manufacturer narrative:
It was reported that when connecting the sterile flush from the access kit to the injection cap, the tip of the syringe broke off in the injection cap. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
When connecting the sterile flush from the access kit to the injection cap, the tip of the syringe broke off in the injection cap.